Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entangled device and device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation and an enlarged atrium for a mitraclip procedure. While the steerable guide catheter (sgc) was crossing the septum from the right atrium to the left atrium there was device interaction with an implanted cardiac defibrillator lead. The sgc became entangled with the lead, which subsequently detached. The sgc was successfully removed from the detached lead. Two mitraclips were implanted successfully and the sgc was removed. The final mr was grade <1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.